Event description:
Customer reported going to the emergency room because of severe dehydration. Customer is the recipient of a donor kidney and was on dialysis 3 years ago. Customer's device = 325 mg/dl and lab - 235 mg/dl. Tests were taken within 5 minutes of each other. Customer was given saline IV treatment. No controls were used. A request was made for return product and replacement product was sent.